Event description:
It was reported that during the procedure in the superficial femoral artery, fluoroscopy revealed that the absolute pro stent was partially deployed. An attempt was made to withdraw the stent into the sheath and the stent deployed into the artery. The stent was retrieved by an unspecified method. There was no adverse patient sequela. A non-abbott stent was successfully implanted to complete the procedure. Though requested, additional information was not provided.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood in the distal outer sheath and on the entire length of the sess and no contrast visible. This is consistent with the reported information that the sess was advanced into the patient. The stent implant was deployed out from the distal outer sheath. There was a flared strut in the first row of one end of the stent implants, which was likely related to the use of a retrieval device (snare) to retrieve the stent. There was no other damage noted to the stent implant. The distal outer sheath was not retracted. The handle was in a locked position. There were multiple chatter marks in the entire length of the distal outer sheath. There was a kink in the stent holder and distal outer sheath at the distal end of the proximal marker band. There was no other damage noted to the sess. During functional testing, the handle was opened and the rack was in the distal position and not retracted. All the mechanisms were intact with no anomalies noted. The absolute pro was used to treat the superficial femoral artery (sfa), it should be noted that the indications for the absolute pro in the instructions for use (IFU) states that the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. It could not be determined if the use of the absolute pro in the sfa caused or contributed to the premature deployment. Based on the reported information, it is possible that chatter marks and kinks noted on the stent holder and distal outer sheath may have contributed to the stent becoming partially exposed. The kinks and chatter marks are likely a result of anatomical conditions. Additionally, once the stent partially expanded on the distal end, it is likely that the attempt to retrieve the system back into the sheath caused the stent to pull out from the distal outer sheath and fully deploy in the unintended site. The IFU cautions that: the stent is not designed for resheathing or recapturing. Once the stent has started to deploy, it cannot be recaptured using the stent delivery system. Once the stent has started to deploy, it is not recommended to remove the stent with the delivery system. Although the attempt to recapture the absolute pro into the sheath once the stent was partially expanded appears to have contributed to the premature deployment, based on the circumstances of the case, this appears to be the only option available to recover the system. As a result of the stent being deployed in an unintended site, the stent was retrieved by an unspecified method, likely a snare device. The reported premature deployment and subsequent damage to the absolute pro appear to be related to operational context and there is no indication in this case to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to the reported event. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.(B)(4) (incorect removal and patient selection).